Event description:
It was reported that during use on a patient, the 980 ventilator generated a "vent inop alarm". The patient was removed from the ven tilator and placed on an alternate ventilator.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 ven tilator generated a "vent inop alarm". Review of the ventilator logs indicates the device entered backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the ventilator was in "vent inop" as a result of entry into buv. During extended self test (est), unit failed circuit pressure test with ¿inspiratory autozero solenoid not operational" message, but after updating software to the latest revision, the ventilator passed all calibrations and tests as per manufacturer specifications with the available information, the cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: section b5 section h6 patient code ime: remove e2401 and add e2403 imf: remove f24 and add f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction: it was reported that during use on a patient, the 980 ventilator generated a "vent inop alarm". The patient was removed from the ventilator and placed on an alternate ventilator with no injury. A review of the ventilator logs indicates the device entered backup ventilation.